Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at catheter junction on (B)(6) 2025, at 8:00, due to a car accident resulting in head injury, 120 was dispatched to pick up the patient. The diagnosis was subarachnoid hemorrhage, which required medication. After placing an intravenous catheter, it was found that the catheter was leaking, which had already been used on the patient, causing the patient to suffer again from the pain of the puncture.

Manufacturer narrative:
1. The customer has no returned samples and returned 1 photo, which shows that leakage occurs on septum. 2. DHR/bhr review lot#4052079 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(6) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, deep analysi for this complaint is unavailable, so the root cause of leakage cannot be determined.

Event description:
No additional information provided.